Event description:
It was reported that the apix table shut down and the table will not move in any direction. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the cpu were replaced. The table was recalibrated during the service call. The system tested and found to be working as intended and put back into service.